Event description:
It was reported that the patient took their shower bag with their spare controller on a boat. The spare controller was damaged and showed a system controller fault. The fault then progressed to a black screen with an alarm sound. There appeared to have rust/salt/some damage on the power connection pins and inside the modular cable port. Some of the screws holding on the back cover for the backup battery appeared degraded as well. The patient stated that the bag did not go into the water or get wet to the best of their knowledge. The patient was issued replacement equipment.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of controller fault alarm, evidence of fluid ingress, and corrosion was confirmed. Visual inspection of the returned hm3 system controller, serial (B)(4), revealed corrosion and extensive evidence of fluid ingress on the connectors including the controller interior. The controller was connected to a test power module revealing controller fault alarm and was not able to communicate with a system monitor. The controller¿s user interface except the battery led was also not working as expected. The backup controller was exchanged without any issue. A root cause of the reported event was determined to be extensive damage due to fluid ingress. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 1 entitled ¿introduction¿ states that ¿if heartmate 3 patient are approved for showering, they must always use the shower bag. When installed properly, the shower bag protected external system components from water or moisture. If external system components have contact with water or moisture, the pump may stop¿. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. Heartmate iii patient handbook section 4 entitled ¿living with the heartmate 3¿ provides proper instruction on how to properly shower with the heartmate 3 system. No further information was provided. The manufacturer is closing the file on this event.